Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications."

Event description:
Material no: 320550 batch no: 0253600. It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to attach during use. The following was reported by the initial reporter: "it was reported that the needle do not fit onto the pen. Verbatim: consumer reported that the needles do not fit onto the pen, said he snaps them on but they do not fit. Consumer also stated that they worked fine in the past. I advised consumer that the needles are not snap on needles, they must be screwed onto the pen in order for the needles to be securely attached but he insists that he always snap them on and they worked fine."